Event description:
Reporter indicated that vns pt has experienced an increase in seizure activity above pre-vns baseline frequency since generator replacement surgery. The pt plans to follow-up with their neurolgoist for device diagnostic testing. Pre-vns seizure frequency is unknown. Previous seizure frequency with the vns therapy (prior to generator rpelacement surgery) is documented as being 1 seizure every six months. The pt reports their current seizure frequency since generator replacement surgery to be "many more than pt has had in their life." Investigation to date has been unable to determine the cause of the reported increase in seizure frequency.